Event description:
It was reported that (1) device was about to be used during a laparoscopic nissen. It was reported by the affiliate that the 511sd blade would not activate. The red button would not stay down. Another device was used to complete the case. There was no consequence to the pt.